Event description:
The user facility's biomedical engineer reported the automated impella controller failed to recognize a purge cassette when the purge disc was clipped into place. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. The purge disk detect flag was missing. The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.